Event description:
Rptr alleged obtaining discrepant blood glucose values of 418 mg/dl back to back with a result of 167 mg/dl when testing was performed on the aviva system. No specific timeframe between tests was given other than the reference to back to back testing. Rptr stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.